Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was double beeping and saying run. The pump then alarmed 'no disposable clamp tubing.' Troubleshooting was performed but the alarm persisted. A continuous infusion rate of 2.2 ml/hour had been programmed, with a total reservoir volume of 64.7 ml and given volume of 37.3 ml. The patient was not affected. The event occurred while in use with patient.

Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. The product's history records were reviewed and there were no non-conformance's nor service-related issues that would have resulted in the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation.